Manufacturer narrative:
For one event, the investigation is ongoing. For one event, the investigation determined the service actions resolved the issue. The field service engineer (fse) adjusted the rinse mechanism and the sample probe. The fse performed operational and mechanical checks successfully. The customer performed qc successfully. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
A questionable ferr4 (ferritin) result and approximately 20 questionable ca2 calcium gen.2 results were received on cobas pro c 503 analytical units.

Manufacturer narrative:
For the one event where the investigation was ongoing, a hardware precision check was acceptable and within the expected range. A hardware issue was been excluded. A specific root cause could not be determined, but most likely was caused by a pre-analytical handling issue.